Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd angiocath plus¿ i.v. Catheter experienced a tear. Pir44022796: silicone overflow in catheter tube. Pir44022797: catheter tube is torn.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-aug-2022 . H.6. Investigation summary: three samples of batch 0080919 were received and labeled as #1 to #3. Samples 1 and 2 were without packaging and sample 3 was received in sealed packaging. The samples were subjected to visual inspection to check for catheter damage. No catheter damage was observed on the samples. A device history record review found no non-conformances associated with this issue during production of this batch. For the samples of batch 0080919, no catheter damage was observed on the samples. Therefore the reported defect was not confirmed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd angiocath plus¿ i.v. Catheter experienced a tear. Pir44022796: silicone overflow in catheter tube. Pir44022797: catheter tube is torn.